Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: please confirm if the holes were seen in the device, sterile packaging (sealed) or box packaging. If other, please provide additional details. It was seen when checking for sterility. Are there photos available for visual analysis? Mismatch information: expected ez10g03 lot# av2059 but instead we received (1) ez10g03; lot# av2059 and (1) ez10g03; lot# av6483. Product received under awb# (B)(4); from (B)(6) the ro-1225723 has been created for the ez10g03; lot# av6483 so that cg labs can ship it to the analysis site. Please confirm if the additional lot# av6483 belongs to this complaint. Updating: three additional samples have been received in relation to this complaint. The product was received under awb# (B)(4) on september 9, 2025. Received (3) ez10g lot# av9078, lot# au5456, and lot# aw2655. Please confirm if these lot#s are also associated with this complaint. Yes, same complaint for all the products. No ¿ customer sent it in. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) material manager.

Event description:
It was reported that a patient underwent a trauma procedure in 2025 and suture was used. Before use on the patient, it was reported to the dl per sales rep, they were complaining of wholes being in the product. No adverse impact patient/user. Device is available for return. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9 the device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d4, d9 corrected data: d4 full UDI was incorrectly reported in initial. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code ez10g, lot av2059. During the visual inspection of the foil packet, it was noted excessive wrinkles. The packet was opened and holes in cavity could be observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.